Event description:
The hcp reported that the pump was explanted approximately 38 months after implant. The reason for the explant was not given. A follow-up report will be sent when additional information is available.